Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump would not accept any battery. Device would alert failed battery test alert after each battery change. The issue persisted after the battery cap was replaced. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with intermittent failed battery test alarms during battery changes due to a corroded battery tube. However, the pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and self tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.